Event description:
During an initial implant procedure, it was reported that there was separation failure of the guide-wire from the left ventricular (lv) lead. The lv lead was explanted and a new lv lead was implanted to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the guidewire stuck inside the lead. Visual inspection of the lead found that the connector pin and connector cap were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) guidewire coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the guidewire that prevented the removal of the guidewire and excessive forces resulted in the connector pin and cap to be pulled out of the connector assembly. Electrical testing did not find any indication of conductor fractures. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution.